Event description:
International customer reported that a pt presented with a surgical site abscess approximately two months following a ventral hernia repair with mesh implant. The pt was returned to surgery and the device explanted.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.